Event description:
It was reported that the patient had several inappropriate shocks. There was t-wave and noise oversensing. There was undersensing via reduced intrinsic amplitudes and a change in morphology. Technical services advised to evaluate other sensing vectors. Also, the device had a patient data error code. Some of the patient information stored in the device was corrupted. There is no impact on therapy. The data was successfully re-entered into the device memory. There were no additional adverse patient effects. The system remains implanted.